Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the cause of the stimulation not working was that the stimulator no longer worked anymore to control their symptoms of incontinence, frequency, and bladder spasms. The patient also reported the device moved closer to their skin when asked the cause. The patient reported that the steps taken to resolve the stimulation not working were that they made changes to the frequency rates, they met with a representative, kept a diary, and met with their doctor. The patient reported the device had been turned off and would be removed on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0qca1, product type: lead 3. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the stimulation was not working anymore; the device was turned off and the patient was scheduled to have the system removed on (B)(6) 2018. The patient worked with the healthcare professional (hcp) on the issue. It was noted that the stimulation doesn't help and the patient was sore and had intermittent pain at the implantable neurostimulator (ins) site. The patient lost some weight and the ins was closer to the surface. There were no further complications or anticipations reported with this event.